Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes the right ventricular lead was oversensing. The lead was returned on (B)(6) 2019.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the right ventricular lead exhibited noise. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces with portion a measuring 8.1 cm and portion b measuring 49.5 cm. Visual and x-ray examination found the helix retracted and covered in blood/tissue, a suture sleeve tie impression 48 cm from the connector pin, as well as the outer coil damaged but not fractured at the same location. No other anomalies were noted besides this procedural damage. No internal shorts or conductor fractures were found. The reported events of noise and fracture were not confirmed.

Event description:
New information received notes the right ventricular lead was suspected to be fractured prior to procedure, causing the intermittent lead noise.